Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The patient had an effusion at baseline. Normal transeptal was obtained; some difficulties was observed when exchanging the wire for the sheath. The physician completed the ablation on the left sided veins, and then the blood pressure dropped. The effusion was slightly bigger, and the physician decided to finish the ablation on the veins. After completing the treatment, the effusion got bigger. A pericardiocentesis was performed to treat the effusion, the patient has responding well and spend the night in observation. The patient was extubated and discharged from the hospital. The device is not expected to return as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field h6 impact codes: f08 and f2203 added.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The patient had an effusion at baseline. Normal transeptal was obtained, some difficulties was observed when exchanging the wire for the sheath. The physician completed the ablation on the left sided veins, and then the blood pressure dropped. The effusion was slightly bigger, and the physician decided to finish the ablation on the veins. After completing the treatment, the effusion got bigger. A pericardiocentesis was performed to treat the effusion, the patient has responding well and spend the night in observation. The patient was extubated and discharged from the hospital. The device is not expected to return as it was retained by the customer.